Manufacturer narrative:
Inspected one opened/used enlite-serter. Perform visual inspection and manual test, by pressing button to release needle hub, found stuck inside carrier. Enlite-serter failed per inspection, due to not able to perform insertion test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the blood glucose ran high and that the quick release had fallen off of the infusion set. The blood glucose reading was 600 mg/dl. The infusion sets had not been stored or used in a place where they would have been exposed to extreme temperatures or humidity. The insulin pump was not dropped with the set connected to the body. The customer was not informed to remove a certain piece when inserting and broke two sensors not realizing that they were stuck to the serter. The customer was advised on proper sensor insertion. The customer reported that the catch arm was bent. The customer was advised that the serter would be replaced and agreed to return the product for analysis.